Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event could have been detected/prevented by following the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope had a cloudy image. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the clogged balloon water tube with foreign objects coming out of the distal end was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to wear of angle wire bending angle in up direction does not meet the standard value, adhesive on the bending section-rubber is detached, image guide bundle has a stain, due to damage on the channel-tube water tightness is lost, control unit has corrosion due to water leakage, image guide-mount has corrosion due to water leakage, right center joint has corrosion due to water leakage, image guide-mount v has corrosion due to water leakage, and the image guide bundle has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.